Event description:
Ta 90b handle was the device used to fire the staples on the stomach during gastric bypass. When the staples were fired it did not penetrate the tissue. The staples made tiny holes on the tissue.